Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and found to have a frayed grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no broken pieces fell inside the body. During procedure, the doctor noticed that the tip of the forceps had come off. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There is no material missing or detached from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument tip dropped out. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.